Event description:
It was reported that the patient presented for in clinic follow up. Upon interrogation, the right ventricle (rv) lead exhibited high capture thresholds that led to loss of capture. A decrease in r-wave amplitude was also noted. The lead was capped and replaced on (B)(6) 2022. The patient was stable.